Event description:
Distributor requested repair of an ambulatory infusion pump due to "double beep" alarm. No patient details were provided.

Manufacturer narrative:
One cadd® cadd-legacy 1 pump was returned for analysis. The customer's reported problem was "double beeps". Visual inspection revealed pump to be in good condition other than a scratched screen. Inspection of the pump's event log revealed no evidence of customer's reported problem. The moment the device was powered up, the device started double beeping. The downstream sensor and the screen were replaced. What caused the reported problem was the downstream sensor. Who caused the reported problem is unknown. The device history record (DHR) was reviewed and found to be in compliance. No manufacturing or testing issues were found in the DHR.